Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex 3d deflectable videoscope, having issue of ¿caught when inserting trocar¿. Upon inspection and testing of the returned device, adhesive part of the scope objective lens was found come off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, white scratches on image, bending angle insufficient due to the elongation of the angle wire, watertightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, watertightness not maintained due to holes in the universal cord, scratches found on the operation part, scratches found on the grip, scratches found on switch 1, scratches found on the video cable, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.